Manufacturer narrative:
2 pen needles impacted from an unknown lot #. See section c for additional information.

Event description:
When did it occur? : before use. Needle injury: no. Other treatment: no. Were the returned items used? : no. Returned quantity: (B)(4). Details of the event (timeline, history, etc.): no solution came out during the blank shot before use. Patient provided the item to the hospital. The rear needle was bent on one, and as for the other needle, the rear needle was shortened. We are making this request as we desire confirmation. Batch # unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken non patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.